Manufacturer narrative:
The analysis was performed based on the submitted information including the electronic logfile of the device. The reported failure of the ventilator could be confirmed by means of the information stored in the log. The log entries indicate that the vacuum pressure that is required to keep the ventilator diaphragm in place was too low. The fabius reacted as specified for this situation- stopped the automatic ventilation and posted a corresponding alarm. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. The device was checked on-site by a draeger service technician. It was found that the upper rolling membrane was installed inside out which resulted in a major leak. The incorrect installation may have occurred after cleaning or during an in-house service activity. After the membrane was installed properly, the device was successfully tested. Due to the leakage it is comprehensible that sevoflurane could have entered the room air. In general, an operating theatre according to standard requirements usually has a rate of volume change of more than 15 times in an hour. This guarantees, that operating theatre staff members do not get narcotic/hypnotic concentrations of fresh gas like n2o and of anaesthetic agent vapour. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a general anesthesia case, there was a ventilator failure leak, for which the patient needed to be manually ventilated. No harm caused to the patient. Additionally, a sevoflurane leak was present, which caused subsequent dizziness to the staff members.

Event description:
It was reported that during a general anesthesia case, there was a ventilator failure leak, for which the patient needed to be manually ventilated. No harm caused to the patient. Additionally, a sevoflurane leak was present, which caused subsequent dizziness to the staff members.

Manufacturer narrative:
The analysis was performed based on the submitted information including the electronic logfile of the device. The reported failure of the ventilator could be confirmed by means of the information stored in the log. The log entries indicate that the vacuum pressure that is required to keep the ventilator diaphragm in place was too low. The fabius reacted as specified for this situation- stopped the automatic ventilation and posted a corresponding alarm. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. The device was checked on-site by a draeger service technician. It was found that the upper rolling membrane was installed inside out which resulted in a major leak. The incorrect installation may have occurred after cleaning or during an in-house service activity. After the membrane was installed properly, the device was successfully tested. Due to the leakage it is comprehensible that sevoflurane could have entered the room air. In general, an operating theatre according to standard requirements usually has a rate of volume change of more than 15 times in an hour. This guarantees, that operating theatre staff members do not get narcotic/hypnotic concentrations of fresh gas like n2o and of anaesthetic agent vapour. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.